Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the screen was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.